Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed an increase of the pacing as well as the shock impedance in the right ventricular lead. Noise was observed in the right ventricular channel, as documented in the iegm of the episode number four. However, based on the information available for analysis the root cause could not be determined. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation, however the root cause was not determinable based on the information available. The data did not revealed any indication of an ICD malfunction.

Event description:
It was reported that 81 months after the implantation changes in impedance and threshold were noted via homemonitoring. The lead was capped and a new one was implanted. The ICD was also exchanged. No adverse patient side effects were reported.